Event description:
The customer alleged the temperature light was not lit. There were no reports of patient injury. The customer replaced the blown fuse. Upon follow-up, the customer stated that the unit is working fine.

Manufacturer narrative:
Temperature light: capital equipment. The customer replaced the fuse and resolved the issue. Customer repaired unit.